Event description:
Customer reported that he dropped the insulin pump on the floor and the whole botton part of the insulin pump came off. Customer stated that he was using a magnetic case to hold the insulin pump together since it is broken. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap and scratched display window. Unit passed displacement test. However, it was unable to perform prime test due to physical damage.